Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient reported no audio or vibration alert, and a black screen. She stated that around 1:30 pm on (B)(6) 2019 the device beeped for a low of 66 mg/dl as her low threshold was set at 70 mg/dl. She said it never beeped again and did not vibrate, and her last memory was at 1:40 pm. She had a seizure and passed out on her bed. Her mother and brother-in-law found her unconscious with the continuous glucose monitor (cgm) receiver right next to her on the bed and confirmed it was not beeping. They called emergency medical services (ems). The paramedics and the family picked up the receiver from the bed, pressed the button, and the screen was black with no numbers showing. The patient was taken by ambulance to the hospital and had a computed tomography scan (CT scan) and an MRI (magnetic resonance image), so the sensor and transmitter were removed from her body for the tests. No other hospital treatment information was provided. At the time of contact, the patient stated she had been okay since being discharged from the hospital but has had several low glucose levels with no alarms. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a black screen with no numbers occurred. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted up successfully. A receiver download was performed and passed. Functional testing was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Functional testing was performed and passed. The receiver case was opened for further evaluation and the internal inspection passed. The allegation was not confirmed. The probable cause could not be determined.